Event description:
It was reported that a sensor failure occurred. The sensor was inserted into the abdomen on (B)(6) 2024, the patient¿s sensor failed. At the unspecified time later that day, the patient began feeling sick, however, no physical symptoms were reported. The patient tested her bg meter reading at this time, and it was 600 mg/dl. The amount of time between the patient becoming aware of the sensor failure and becoming symptomatic could not be recalled. The patient was also wearing an insulin pump (brand not specified). The patient¿s mother took her to the emergency room. At the ER, the patient was treated with an IV insulin drip and IV potassium. The patient stayed in the hospital overnight and was discharged the following day (the length of stay at the hospital is unknown). The patient was in good condition at the time of report. Data was provided for investigation. The allegation was confirmed via data as a sensor failure after warm-up. The probable cause was determined to be low counts aberration. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
Subsequent to the initial MDR, additional information is available.

Manufacturer narrative:
(B)(4). D10 concomitant medical device - additional. H2 additional information.